Event description:
It was reported that a malfunction alarm occurred following the pump being dropped on the floor. The customer reset the pum and continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.